Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shocking impedance values. Surgical intervention was performed and the rv lead was abandoned and replaced. The rv lead was observed to have been fractured near the terminal pin. No additional adverse patient effects were reported.